Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure for varices performed on (B)(6) 2025. During the procedure, the bands did not deploy off the ligator. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.